Event description:
After the lesion had been successfully crossed, the stent failed to deploy. Upon closer inspection, it was discovered that the hub was leaking. There were no difficulties experienced in removing the stent from the hoop. There were no kinks noticed. There was no difficulty in advancing the stent through the guide catheter.

Manufacturer narrative:
This device crb 23275 (lot 14045695) is distributed outside the united states; however, it is similar to the united states product cxs 23275. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.